Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that it was discovered that the 2.5 mm tube of the drill sleeve is indeed damaged inner notch from the drill bit. It is visible that the ridge is also slightly damaged. Unfortunately we are not able to determine the exact cause which has lead to this damage. We can only suppose that the drill bit had not been inserted correctly and got stuck inside the inner tube of the drill sleeve. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: drill bit 2.5mm was stuck in the drill guide 312.280 and could not be removed in the operating theatre during a procedure on (B)(6) 2013. It was removed later in sterile services. There appears to be a ridge on the drill guide. This is report 1 of 1 for complaint (B)(4).